Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform thoracic aortic aneurysm in zone 4 of the thoracic aorta. Vessel morphology is unknown. It was reported that another manufacturer's stent graft was implanted into the distal end of the lesion, followed by a talent thoracic stent graft implanted proximally. The physician modeled the stent grafts with a tri-lobe2 balloon. On an unknown date it was noted that there was a type iii endoleak coming from between the other manufacturer's stent graft and talent stent graft. The patient will be treated at a later date; however, there has been no additional report of any additional intervention. No clinical sequelae were reported, and the patient is fine. It was reported that the proximal and distal neck diameter; 42mm, maximum aneurysm diameter x length: 61x200mm no thrombus, no calcification. The physician commented that the overlap between the talent and another manufacturer's stent graft was less than 15mm, so this type iii endoleak is not related to talent taa. At the 30 day follow up the maximum aneurysm diameter is 64mm. It was reported that three months post index procedure an additional tevar was performed and a (B)(4) and (B)(4) were implanted for the type iii endoleak. The endoleak resolved at that time. However, the type iii endoleak appeared again a few days later. The physician decided to take a wait-and-see approach. Eight months later the patient had an additional tevar and another manufacturer's stent graft was implanted to successfully resolve the endoleak.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak).